Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one j-tip guidewire loaded to an introducer needle was returned for evaluation. Gross visual, functional, microscopic and dimensional evaluations were performed on the returned device. The guidewire was noted to be stuck within the introducer needle. The distal portion of the guidewire was noted to be uncoiled. Therefore, the investigation is confirmed for the reported physical resistance and the identified stretched issue. However, the investigation is inconclusive for the reported difficult to remove issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2024) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the permanent catheter guide wire allegedly got stuck on the needle. It was further reported that the guidewire allegedly got stuck in the needle while a doctor wanted to remove the needle after puncturing the left internal jugular vein for permanent catheter insertion. There was no reported patient injury.